Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) - adsr01 implantable pulse generator implanted: 2008-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was experiencing low impedance and causing muscle stimulation. A lead fracture from clavicle crush was confirmed via an x-ray. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.